Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances during the original build. Because no device was returned, no investigation could be completed, however, based on the information provided, it appears that the pump may have experienced a reportable malfunction.

Event description:
The initial reporter states that the pump "shut off without alarm". They stated that after they changed the batteries they were able to re-start the infusion. Mmdg did follow up with the initial reporter, and at that time they stated that the patient did not have any issues related to the delay. (B)(4).